Event description:
It was reported by service report that the safety bar no longer functioned properly due to broken torsion springs. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar torsion springs.